Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9326899 a quality notification and maintenance analysis and no occurrence potentially related to the occurrence was observed. The sample sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe stopper is defective. This was discovered before use. The following information was provided by the initial reporter: the defective is in stopper. Additional information: the incident was noticed before the use. There was no damage to patient/health professional. There was no need for medical intervention. There was no exposure of blood or chemotherapeutics to the skin/mucous.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak luer-lok syringe stopper is defective. This was discovered before use. The following information was provided by the initial reporter: the defective is in stopper. The incident was noticed before the use. There was no damage to patient/health professional. There was no need for medical intervention. There was no exposure of blood or chemotherapic to the skin/mucous.